Event description:
A report was received that the pt underwent a pocket revision due to pain at the pocket site. The physician relocated the pocket and the pt was reportedly doing well following the procedure.